Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial/lot #: (B)(4), description: infinion 1x16 perc lead kit-50 cm; model #: sc-3400-30, serial/lot #: (B)(4), description: infinion splitter 2x8 kit (30 cm) the explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had infection. The physician believed that the device did not cause the infection. Antibiotics such as keflex were administered to the patient. The patient underwent an explant procedure and did well postoperatively.